Event description:
It was reported that the set screw thread was damaged. Also, loss of capture was observed in unipolar configuration. The lead and pacemaker were replaced. Pt condition was reported to be good.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.